Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the displacement, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. No prime/fill anomaly noted during test. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had rewind anomaly. The customer¿s blood glucose level was unknown. The customer states in the middle of the dose will stop dosing, when they go through filling tubing, sometimes it squirts, states then some other times are not coming out, no insulin came out, states the piston is not moving. Troubleshooting was performed for prime rewind anomaly. The customer also states had experienced high and low blood glucose. The insulin pump will be returned for analysis.